Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications were received while attempting to load the same cartridge multiple times with 300 units of insulin. Customer was ultimately successful at loading the cartridge. Customer's blood glucose was 300-400 mg/dl.